Manufacturer narrative:
This complaint has been assessed for all playtex unknown tampons (as exact product lot has not been identified) for the reason code string: broke / pull out - medical care / consultation. This is the only report within the last 6 months.

Event description:
Consumer stated that she went to the emergency room because she has a light playtex tampon sitting in her vagina. Consumer stated that the string fell off. Consumer stated that she put the tampon in at 6pm on (B)(6) 2025 and tried to change it at 10pm, but the string fell out and the tampon was stuck. Consumer stated that she initially tried to use lube on her fingers to find the tampon, but eventually went to the emergency room to have the tampon removed.